Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station configuration was incorrect. A technical support specialist had reviewed the device configuration, identified that the ¿use dispense amount¿ option was disabled on the affected device, and advised the customer to update the device settings to enable this feature. After the customer applied the change and confirmed functionality, the case was closed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system displayed a ¿problem with ordered amount¿ message when attempting to remove a medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.